Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test. Unable to confirm excessive no delivery alarm due to broken reservoir tube lip. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, missing address/serial number label missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had damage and cracks and pieces missing. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.